Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified tibialis anterior artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. There were no patient complications reported.